Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Isi did receive the set up joint (suj) to perform failure analysis. The distal suj was analyzed, and the reported problem was confirmed but not replicated. No errors were found in the system logs due to the database being unavailable at the time of investigation. However, the field engineer stated that there was a hall edge-to-edge motor encoder error 23138 pointing to the distal suj and that the tornado cannot move on full range. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where it functioned as expected. The unit was also installed onto a patient side cart fixture test platform where it passed all relevant tests with no log errors. As a result of these findings, failure analysis concluded that the chipencoder virtual absolute (cva) board was consistent with the reported event and considered the potential source of the reported event. While a definitive root cause cannot be established since the reported complaint was not replicated during in-house testing, the potential root cause for this failure can be attributed to intermittent sensor errors resulted from the cva board located on distal suj outer.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the distal set up joint (suj). The system was tested and verified as ready for use. The suj involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, an operating room (or) staff contacted technical support to report that universal surgical manipulator (usm) 1 displayed error 23138. The caller stated that power cycling the system did not resolve the issue. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised the caller to disable usm 1 to allow the procedure to continue, and the caller agreed to follow this recommendation. The procedure was completed as planned.